Manufacturer narrative:
Additional device implanted and involved in this event: tg3420/7244655. Udis for the lots are as follows: (B)(4)

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. No issues were reported during the procedure. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed a type ii endoleak of unknown origin. The diameter of the aneurysm was 54 mm. On (B)(6) 2010, six month follow-up imaging showed that the type ii endoleak persisted. On (B)(6) 2011, one year follow-up imaging showed that the type ii endoleak had resolved. However, imaging reportedly revealed a distal type I endoleak with the aneurysm diameter measuring 58 mm. The cause of the endoleak is unknown. On (B)(6) 2011, the patient underwent an open surgery to repair the distal type I endoleak. The devices were all explanted, and the vasculature was replaced with a surgical graft. The patient tolerated the procedure.